Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to reporter, the product was in use for 21 days. The clinician reported that they observed patient discomfort and the product was removed and replaced. Upon examination, the doctor noticed the cuff area on the product had been leaking. The patient recovered with no incident related medical sequelae.